Manufacturer narrative:
The reported issue was verified through the observation of a high voltage drop in one of the battery pins when drawing high electrical current. After evaluation of the device it was determined that coin cell needs replacement due to five year replacement cycle, battery pins needs replacement due to one year replacement cycle and power pcb and system pcb need replacement. At this time, the device cannot be repaired due to part obsolescence. The device is on hold at the service depot until a permanent solution is determined. Root cause is unknown.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Due to part obsolescence, the device could not be repaired, and was scrapped per the customer's request. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio did observe a high voltage drop in the negative battery pin of battery well 2 when drawing a high electrical current, which could trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.